Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as bruising caused from the monitor hanging and hitting them on the shin. Patient also reports having a sprained ankle. The patient reported reaching out to physician, but there is no indication of medical intervention. There was no alleged device malfunction contributing to the irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.